Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had poor hand washing. The peritonitis was manifested by intense abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (2 g every 4 days) and intraperitoneal ceftazidime (1g per day for three days) for peritonitis. Therapy remained ongoing. Twelve days after the event onset, the patient was retrained on proper aseptic technique. At the time of this report, the vancomycin remains ongoing and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twenty nine days after onset of the peritonitis, intraperitoneal treatment with vancomycin was discontinued, the peritonitis was resolved and the patient was fully recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.